Event description:
Reporter stated that pt obtained results of 8.4 mmol/l and 4.3 mmol/l, within 2 minutes, on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).